Event description:
During a low anterior resection procedure, it was reported by the affiliate that while the surgeon was performing leakage test after anastomosis, he found leakage. The surgeon placed over sutures to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections and results: condition of anvil: good; condition of anvil shroud: good; condition of cartridge: good; condition of driver: good/extended; condition of earmuff: good; condition of head: good; condition of head: good; firing lever position: open/fired position; rotation: good; staples present: no; trigger position: open/fired position. Functioanl tests and results: articulation: yes; closure force: normal; instrument cycle: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition. The instrument was examined and was found to be functional and was then reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specs. No conclusion could be reached as to why the reported "leakage" occurred during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occur if the instrument is closed onto tissue which is thinner or thicker than the recommendation for proper operation.